Event description:
It was reported that the patient experienced initial activation issues at the first follow up visit with the healthcare provider with an inflatable penile prosthesis (ipp). The device was explanted in (B)(6) 2020.

Manufacturer narrative:
Adverse event/product problem - updated. Outcomes attrib to adv event - updated. Describe event or problem - updated. Type of reportable event - updated. Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed.

Event description:
It was reported that the patient experienced initial activation issues at the first follow up visit with the healthcare provider with an inflatable penile prosthesis (ipp). The device was still not working properly but no surgical procedure had been performed to address the issues.